Event description:
Medtronic received a report that the patient had an ophthalmic artery c6 segment lateral wall aneurysm, with the aneurysm involving the c5-c6 segment. The surgeon delivered the p27 stent catheter through the lesion and released the stent according to the standard procedure. Then tried to open the distal of the stent in the m1 straight segment, but the distal end could not be opened smoothly after several attempts. After a few minutes of waiting and retrieving and releasing again, the distal end still could not be opened normally. A new ped2 4.75-30 was then replaced and the surgery was successfully completed. No patient symptoms or further complications were reported as a result of this event. The pipeline and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the c6 ophthalmic artery lateral wall with a max diameter of 10mm and a 6mm neck diameter. Landing zone was 4.2mm distally and 5mm proximally. Angiographic result post procedure was normal. Ancillary devices include ashenruida microcatheter and stryker guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of ped2-500-30, lot no: b539422. As found condition: the pipeline flex shield was returned inside the inner pouch, a biohazard bag, and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end appeared not to be opened due to the damaged braid. The proximal end of the braid was found open and frayed. No bend was found on the pusher. No damages were found with the tip coil, distal marker, resheathing pad, or proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer report of failure to open at the distal end was confirmed as the braid's distal end was not opened due to damaged braid. The cause could not be determined. Possible causes of failure to open include vessel tortuosity and damaged braid. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.